Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor, bearing, o-ring, seal, reciprocating arm, machine head, filister screws, external e-ring, and 3in, 4in width plates needed replacement and were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was in need of repair for an unknown reason. No further information provided. This was sent for annual preventative maintenance only. Investigation found the motor speed was below specification and the width plates were worn. No adverse event was reported as a result of this malfunction.